Event description:
Revision surgery - the patient was hiking on rocky terrain and fell, causing the lima cage to fail. The doctor removed the original shell on (B)(6) 2009. The hxl/fmp liner, biolox head, biolox sleeve, and lima cage were removed during a revision surgery performed on (B)(6) 2010. The surgeon replaced with another djo biolox head and sleeve, but used competitor's shell and liner. The original stem implanted in the primary surgery was retained in the patient. The agent reported the djo product was not the cause of surgery.